Event description:
A report was received that alleges that the 15mm connector detaches from the shaft of the tracheostomy tube which required replacement. The trach had been in situ for 6 days. The trach was replaced and the pt recovered with no incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.